Manufacturer narrative:
One impl tapered sp 4.8mm 10m m octagon (spwb10) was returned for investigation. Visual inspection of the as returned product identified signs of wear from use about the implant threads. No pre-existing conditions were noted on the per. The reported product was located on tooth # 20 (universal) and removed the same day. The reported event could be recreated, as functional testing notes the implant and mount could not be disengaged. DHR review was completed for the subject lot number 2019061434. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2019061434) for similar event and no other complaint was identified. November post market trending was reviewed and there were no actionable events or corrective actions for the reported event (stuck components) or product (spwb10). Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Additional PMA/510(k) number: k011245, k002188. Device was not returned.

Event description:
It was reported that implant fixture mount (spwb10) could not disengage from the implant body. Implant was removed and procedure was completed using another implant. Tooth location 20.